Event description:
It was reported that device entrapment occurred. The 90% stenosed, 20mm in length target lesion was located in the mildly tortuous, severely calcified and 2.7mm in diameter right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was recognized by the system, and it could show the image normally. However, when the device was withdrawn for the first time and rotated, it entangled with the guidewire and the catheter was damaged. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that device entrapment occurred. The 90% stenosed, 20mm in length target lesion was located in the mildly tortuous, severely calcified and 2.7mm in diameter right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was recognized by the system, and it could show the image normally. However, when the device was withdrawn for the first time and rotated, it entangled with the guidewire and the catheter was damaged. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was detached. The guidewire did not return with the catheter. Microscopic inspection revealed the guidewire exit port was damage, but the tip was in good condition.